Event description:
During our morning equipment checks in 2009, I turned on the mrx heart monitor to run a routine check. I noticed that when I turned the dial to the ion position, that it did not turn on. I turned it off and then back on again and it still would not power on. I then checked the batteries using the test button and no lights turned on for either battery. I then replaced the batteries and it powered up as normal. I charged the dead batteries and then tried them once they were charged and they worked fine. We sent an e-mail to capt. And then the ao spoke to cept about this occurrence. This monitor was then sent in, and we received a cache monitor and have been using it since.